Event description:
A report was received that stated a nurse was splashed with a blood. At then conclusion of the blood draw, the nurse attempted to place a filter cap on the end of the syringe. The luer broke and splashed on the rn's face. The rn underwent drug and serology testing and will repeat in six months. No adverse effect was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.